Manufacturer narrative:
This incident occurred outside the u.s. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The pt's endocrinologist reported, the pt was hospitalized due to diabetic ketoacidosis. The endocrinologist performed a 5 unit bolus through the infusion device without error. He performed another 5 unit bolus and e4 (occlusion) was displayed. He placed the infusion device in the run mode and allowed it to run through the night. He stated the following morning "77" was displayed on the infusion device. No further info is available. The infusion device was replaced and requested to be returned for eval.